Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. The customers sheath was not returned for analysis. On analysis, the investigator was unable to advance the returned device through a boston scientific 6fr sheath due to a pinhole on the balloon material. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 7mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no issues with the blades. All blades were present and fully bonded to the balloon material. A visual and microscopic examination found no issues with the markerbands of the device. A visual and tactile examination identified no issues with the balloon material that could have contributed to the complaint incident. The tip section of the device was visually and microscopically examined, and no issues were noted that could have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that due to difficulty of removing the device. A moderately tortuous, 80% stenosed target lesion was located in the middle left forearm. A 6fr sheath was placed by vein puncture. A 5.00mm/50cm/2cm peripheral cutting balloon was selected for use. A .018 guidewire was advanced through without difficulty, and after fluoroscopy, the balloon was delivered in to the lesion area. Pressure was applied slowly, and the balloon was inflated for 30 seconds to 6 atmospheres. The stenosis was released. Depressurization was then performed slowly. Angiography confirmed the dilatation was successful. The physician then attempted to remove the device from the sheath but severe resistance was felt at the tip part of the sheath. The device was pushed up to the lesion area once, and it was confirmed that the balloon was deflated under fluoroscopy. When attempting to remove the device again, it was able to be removed successfully, however, it required stronger force than usual. There were no patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that due to difficulty of removing the device. A moderately tortuous, 80% stenosed target lesion was located in the middle left forearm. A 6fr sheath was placed by vein puncture. A 5.00mm/50cm/2cm peripheral cutting balloon was seleced for use. A .018 guidewire was advanced through without difficulty, and after fluoroscopy, the balloon was delivered in to the lesion area. Pressure was applied slowly, and the balloon was inflated for 30 seconds to 6 atmospheres. The stenosis was released. Depressurization was then performed slowly. Angiography confirmed the dilatation was successful. The physician then attempted to remove the device from the sheath but severe resistance was felt at the tip part of the sheath. The device was pushed up to the lesion area once, and it was confirmed that the balloon was deflated under fluoroscopy. When attempting to remove the device again, it was able to be removed successfully, however, it required stronger force than usual. There were no patient complications reported.